Manufacturer narrative:
The hvad is used for treatment not diagnosis. The hvad pump (B)(4) was not returned to heartware for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed multiple low flow alarms and a sustained decrease in estimated flow and power consumption for the reported event date. There is no evidence to suggest that a device malfunction caused or contributed to the reported event.

Manufacturer narrative:
Log file analysis review date: 10/21/2015, power consumption below normal operating range. Additional notes: 10 low flow alarms have been logged since (B)(6) 2015. The current low flow alarm limit is set to 2.2 lpm. 2 critical battery alarms have been logged on bat117440, bat111258, at the following times: (B)(6) 2015 at 05:45:26; (B)(6) 2015 at 10:48:04. A drop in estimated flow was observed starting on (B)(6) 2015. Current parameters are outside normal operating range. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) per the instructions for use (IFU): high watts alarms, are an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump, which are known potential complications associated with all patients implanted with vads as outlined in the labeling. The IFU addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Also stated in the IFU, a low flow alarm is triggered if average flow drops below the low flow alarm threshold and if a "low flow" alarm is active then the patient should be evaluated. Based on the available information a definitive conclusion cannot be made regarding factors potentially contributing to the reported suspected pump thrombus; however, in addition to required adequate anticoagulation, lvad pump candidates often possess several risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased mobility. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
It was reported in the u.s that the patient contacted the vad coordinator to report low flow alarms at the time of call readings as follows 2600 rpm, 0.7 flow, 2.4 watts. Pt initially instructed to hydrate and change position. No improvement in readings, pt denies sob, dizziness, ICD shocks, fever, chills, n/v or diarrhea. Pt stated his urine was clear yellow. Pt advised to go to ER for evaluation of alarm. Upon presentation patient diaphoretic, warm with minimal sob and continuous low flow alarms, flows ranging 0.6-0.7l. Patient had minimal pulsatility (1-2l) and intermittent negative deflections on baseline. Pt in st, bp 105/77. Pt alert and orientated. Pt on aspirin 325 mg po and coumadin daily but reports he has missed coumadin clinic appointments and has not had inr checked since (B)(6) 2015 without reason. Pt placed on milrinone 0.37 mcg/kg/min and swan ganz catheter placed. Pt also started on dobutamine 2 mcg/kg/min. Heparin gtt initiated for lvad coagulation. Pt started on IV fluid with bicarb to protect renal function. Pt continuous low flow state, rpm decreased to 2000 rpm with increase in flows 2.6 to 3.7 and hct was set to 20% in attempts to silence low flow alarms. CT chest no obvious acute abnormalities. Ramp study done by dr. (B)(6): at 3400 rpm, av still opening on all beats. Speed decreased during ramp study, patient flows increased to ~2.5 lpm. (B)(6) 2015 pt speed increased to 2800 rpm, flows 5-6 l. No alarms. Renal service documents hemolysis resolved. Patient is still hospitalized, but the issues at hand have resolved. The patient's ldh is down-trending and his urine no longer has any blood in it. The patient was discharged home on (B)(6) 2015 with normal ldh levels and no other markers of hemolysis/suspected thrombus. The investigation is ongoing.